Event description:
Customer reported a nurse's finger was cut when using the directcheck liquid quality control for act+ assay without the protective sleeve. The site reported followed usual procedures which are to test for hiv and hepatitis a, b, and c. Administration of other treatment was not known at the time of this report. Customer reports the nurse was not using the protective sleeve provided. No report of serious injury, or medical treatment administered.

Manufacturer narrative:
(B)(4). Method: device history record, ncmr, CAPA and complaint history to be evaluated. No product returned. Result: record eval to be completed. Product met all release criteria. Conclusion: user error may have contributed to alleged event. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.